Event description:
Went to try and take patient to CT. Unplugged the ventilator from the wall and a safety valve alarm came on immediately asked the registered nurse (rn) to bag patient to try and trouble shot the vent. Tried to plug it to a tank attached to bed that was half full, alarm kept going. Turned it off and check all attachments. Opened the expiratory filter and closed tightly again. Alarm continued. Replaced vent.